Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated when running a pt sample in closed mode on the cell-dyn 3700 analyzer, a different barcode number (specimen ID) was printed on the report between the initial and retest. An incorrect sample printed on the initial report but upon retest, the correct specimen was printed. No impact to pt management was reported.